Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. The user reported charging her reader on sunday, but next day, reader extremely hot to be held. She unplugged and tried to use it, but it's shows time and date setting cannot charge it again because it gets hot. The reader was observed to be powered on only with data cable insertion. The reader was connected to computer and software was not able to recognize the reader. Charged the reader for two hours and observed reader was turning hot. Visually inspected the usb (universal serial bus)/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed testing. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no issues were observed. Attempted to place reader into the reader test fixture to download log and was not able to recognize the reader. Returned battery voltage was measured. The returned battery was observed to be charging but was turning hot. An extended investigation was performed. A review of the case history was performed. While charging the returned reader, the battery was observed to be charging however became hot. The adc usb (universal serial bus)/charging cable was returned without the power adapter. A visual inspection using a digital microscope was performed and no issues were observed on the returned reader or usb cable. Data review was not required. Glucose data readings would not give any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench to perform functional testing. The returned battery was measured to be within the required specification. No abnormalities were observed on the returned battery, and it was observed to charge normally. The returned reader was observed to be too hot to hold when connected to a charged known good battery, regardless of its charging state. Off-current consumption testing was performed to check the current drawn of the returned reader and the off current was measured to be not within the required specification range. Reader was drawing excessive electrical current from the battery. Additionally, a thermal inspection was conducted using a thermal camera and hotspots were observed on the reader's cpu (central processing unit) and u5 components during the inspection, indicating that the two components on the returned reader were contributing to the excessive electrical current drain. The excessive current drain and hotspots observed were known symptoms of a reader that has been supplied with excess current through its charging function by the use of a non-abbott supplied power adapter. A cable tester was used to test the returned usb cable. No opens were observed. A reader self-test was unable to be performed due to the inability of the returned reader to power on. Therefore, this issue is not confirmed due to user error due to incorrect adapter used as damage to the returned reader's cpu and u5 components were found through bench testing. The power adapter has been requested back for an investigation and the customer agreed to return the device; however, at this time power adapter has not yet been received. Furthermore, an extended investigation was performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter meet specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. The customer does report using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. The customer does report using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.